Manufacturer narrative:
D4: suspect medical device - added expiration date and UDI. Manufacturing date is 4/16/10 h10/11: narrative/corrected data - additional device involved in event - rmt281216/10284796/(B)(4).

Event description:
On an unknown date, the patient presented with an aneurysm in the right common iliac artery. A gore® excluder® aaa endoprosthesis featuring c3® delivery system and gore® excluder® aaa endoprosthesis were implanted to treat the aneurysm. On (B)(6) 2019, during a follow up visit, imaging revealed a type ib endoleak had developed. The patient was implanted with a limb extension to treat the endoleak on (B)(6) 2019, and was reported to be doing well post op. The physician believes the endoleak occurred because the unknown device was landed short of the hypogastric artery.

Manufacturer narrative:
Method code - manufacturing evaluation completed, code 3331 added. Results code - manufacturing evaluation completed, code 213 added. The review of the manufacturing paperwork verified that this lot met all pre-release specifications conclusions code - manufacturing evaluation completed, code 22 added. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.